Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke while passing through tissue. The surgeon was unable to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.